Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. The customer had no any symptoms. Customer¿s current blood glucose value was 323 mg/dl .customer reported that the high blood glucose .troubleshooting was performed. The drive support cap appeared normal. There were air bubbles was present in reservoir as well as tubing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.